Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device showing database error. Uninstalling operating system patch and rebooted station resolves database recovery pending issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system was showing offline and user requested to check for knowledge base. No patients have been affected but the software failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a bd pyxis medstation es system was showing offline and user requested to check for knowledge base. No patients have been affected but the software failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6)2022 to (B)(6)2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was showing database error. Uninstalled operating system patch and rebooted station resolves database. The system functioned as intended after troubleshooted by the field service engineer.